Event description:
It was reported that within 24 hours of increasing stimulation, the patient experienced issues with equilibrium and balance. Stimulation program 3 in the implantable neuro stimulator (ins) had been increased from 1.7v to 1.9v. Two weeks later it was reported that he was seen by his health care professional (hcp) who diagnosed the event as hyperglycemia, urinary tract infection, and chronic mild memory impairment. The hcp diagnosed the event as not being related to the ins.

Manufacturer narrative:
Product ID 3889-28, lot# v906984, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).